Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on an unknown date. After placing all four cannulas and performing cystoscopy, the surgeon realized that he had perforated the bladder with one of the cannulas. The surgeon aborted the procedure after realizing the perforation, and finished with a standard repair procedure.

Manufacturer narrative:
Date sent to the FDA: 06/18/2009. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.